Event description:
The information received indicated that a procedure was performed to treat highly calcified bilateral iliac occlusions. The right iliac was opened and stented. The left iliac lesion was highly calcified, a total occlusion and non-tortuous. Treatment to the left failed because the outback would not advance beyond lesion. There was no resistance/friction during the insertion of the device. There was no resistance/friction during the withdrawal of the device. Approximately nine months later, the patient returned for a diagnostic procedure only (as requested by the physician). The radiologist; however, felt that another outback attempt was justified at the time. During review of the images, a nosecone was visualized in left tibial artery. The image was prior to using the second outback, therefore, it must have been from initial procedure, on which no complications were noted. The separated tip was not blocking blood flow in the tibial artery or any other artery. The separated tip was not removed. The second procedure was a success.

Manufacturer narrative:
When attempting to treat a highly calcified total occluded non-tortuous left iliac lesion treatment failed since the outback would not advance beyond the lesion. Approximately nine months later when reviewing the images prior to a second attempt to treat, it was reported that a nosecone was visualized in the left tibial artery. It was reported that the separated tip was not blocking blood flow in the tibial artery or any other artery. The separated tip was not removed and treatment with a second outback was successful. The initial procedure was treatment of highly calcified bilateral iliac occlusions. The right iliac was opened and stented. Treatment to the left failed because the outback would not advance beyond lesion. There was no resistance/friction during the insertion of the device. There was no resistance/friction during the withdrawal of the device. The tip separation was not noted nine months later when the patient returned for a diagnostic procedure in order to obtain images for the surgeon. At this time the radiologist felt that another outback attempt was justified. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14054065 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Outer shaft subassembly lots 14031209 and 14026353 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Nosecone subassembly lots 14026355, 14024837 and 14017840 were reviewed. It was observed during review that 6 units were rejected during the assembly of lot 14026355, 2 units were rejected during the assembly of lot 14024837, and also 2 units were rejected during the assembly of lot 14017840. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Without the return of the device for evaluation no conclusion can be made regarding the reported nose cone separation noted at nine month follow-up. It is possible that vessel characteristics and device manipulation contributed to the event; however, based on the available information, there are no identified contributing factors. There are no related manufacturing issues identified with review of the device history records; therefore, no corrective actions will be taken at this time.